Event description:
It was reported that during a follow up, decreased r-wave amplitude and loss of capture were observed, high pacing lead impedance was noted at the time of lead implant, however the measurement was within range. The patient experienced phrenic nerve stimulation. Cardiac perforation was observed via x-ray. A pericardiocentesis was performed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable after the surgery and will continue to be monitored normally.

Manufacturer narrative:
(B)(4). The steroid plug was noted to be displaced. The cause could not be determined. A lead tip stiffness test was performed and the lead was found to be within specification.